Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. Crease folding of implant: observed, creases on the device. As per the investigation procedure: particles and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, capsular contracture, baker grade ii. Healthcare professional, later reported, capsular contracture, baker grade iii. Healthcare professional, later reported, any creases noted, as one long crease fixed in the implant. From the uniplanar contracture causing a point in the implant ,that was painful to the patient. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade ii. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional later reported any creases noted as one long crease fixed in the implant from the uniplanar contracture causing a point in the implant that was painful to the patient. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.